Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep, it was reported that the battery was taking 5-7 hours to charge. It was reported that the patient was scheduled for pocket revision however did a battery swap. Battery was depleted.

Manufacturer narrative:
The conclusion code corresponding to the implantable neurostimulator (ins) has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient programmer (pp) doesn't work anymore. Caller reports seeing c9 on the bottom corner of the screen, no other icons. Caller can use the insr to turn stim on and off but is unable to adjust and turning stim off results in shooting pain like electrical shocks. Patient was asked if this was what her pain felt like before implant. Patient noted yes but she did not remember it being that bad. Patient also mentioned that right now and when ins is off, she is in terrible pain. Caller was not sure if she wanted a replacement programmer. Patient stated that she has ins replacement surgery coming up on may 15th and will be receiving new external equipment at that time. Later, patient reported that they cannot turn device on/off. The correct kind of pp batteries information was reviewed with the patient. Patient then reiterated her pain, and wondered if it is normal for her to have pain when device is turn off. On 5/8, patient clarified that they can't turn pp on/off and stated that the reason they are doing the surgery is because she can't charge the device. The doctor told her that they will do a revision surgery to relocate the device. The charging issue has been going on since the implant. Patient provided the hcp information. When asked if any troubleshooting was done, patient stated no. She has only seen a rep once since this implant has been in her. Patient did not know the name of the rep, the date she met with them and did not state if rep was aware of the issues. Her weight at the time of the event was (B)(6) lbs. No further complications were reported/anticipated.

Manufacturer narrative:
The product was returned and analysis found ins/battery/reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.